Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.